Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Although it can be presumed it was, due to cable failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, when using videoscope cable exera ii, a black screen appears intermittently when connected to the scope. The issue was found during an unspecified procedure. The procedure was completed using a similar device with no delays. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of intermittent display was confirmed. The device evaluation found the unit also failed the continuity test due to a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.